Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had alarm which generated when the insulin pump detects movement in hall sensor counts that was unexpected since the insulin pump did not command motor movement alarm occurred twice. Customer blood glucose value was 84 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer reports they were successful able to passed displacement test. The device will not be return for analysis.